Event description:
The manufacturer received information that a "ventilator service required" error code occurred. There was no harm or injury reported. During the evaluation of the device conservatively was confirmed . The obm valve was replaced to address the issue.